Manufacturer narrative:
Summary of event: as reported, during a procedure involving selective coronary angiography, right and left heart catheterization, angiography of a saphenous vein graft, the internal mammary artery, and the left subclavian artery, as well as shockwave balloon angioplasty and stenting of the ostium of the left subclavian artery, a flexor raabe guiding sheath ¿broke¿. Access was obtained in the right groin, and the sheath was inserted into the right coronary artery. After the ¿7fr 70cm¿ sheath broke, the physician exchanged the sheath for a new ¿7fr 70cm¿ flexor sheath, with no issues in the right femoral or right coronary arteries. Additional information was requested; however, the customer responded that they have ¿no additional information to add.¿ investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A global sales search for this customer found two possible lots (15649167 and 15731588) for the reported complaint device. A document-based investigation evaluation was performed on both lot numbers. A review of the device history record for the first lot found one potentially relevant device that did not pass quality control inspections; however, the affected product was scrapped prior to release from cook. The device history record for the second lot found no relevant discrepancies. A complaint history search on both lots found no additional relevant complaints from the field. The device instructions for use (IFU) states, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." It further states "reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Although one potentially relevant device from a possible lot did not pass quality control inspections, the affected product was scrapped prior to release from cook, there are 100% inspections in place to capture this discrepancy, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional devices manufactured out of specification exist in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure, unrelated to manufacturing or design deficiencies, contributed to this incident. It is possible that other contributing factors related to the use of the device in the procedure or the patient's anatomy could have led to the failure observed; however, this cannot be definitively determined with the available information. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a procedure involving selective coronary angiography, right and left heart catheterization, angiography of a saphenous vein graft, the internal mammary artery, and the left subclavian artery, as well as shockwave balloon angioplasty and stenting of the ostium of the left subclavian artery, a flexor raabe guiding sheath ¿broke¿. Access was obtained in the right groin, and the sheath was inserted into the right coronary artery. After the ¿7fr 70cm¿ sheath broke, the physician exchanged the sheath for a new ¿7fr 70cm¿ flexor sheath, with no issues in the right femoral or right coronary arteries. Additional information was requested; however, the customer responded that they have ¿no additional information to add.¿

Manufacturer narrative:
B3: date of event: september 2025. B5, d4: although the customer described use of a ¿7fr 70cm¿ flexor sheath, the device information provided by the customer in the 3500a form lists a 7-french, 90-centimeter kcfw-7.0-38-90-rb-raabe sheath. D9, h3: although the 3500a submitted by the user indicated that the device was available for evaluation, the customer responded that they have ¿no additional information to add¿ when asked if the device would be returned to cook. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.